Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental med watch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. During preparation of a 3.00 x 16 synergy ii drug-eluting stent, it was noted that a stent strut had been lifted. The device never entered the patient's body and the procedure was completed with another 3.00 x 16 synergy ii drug-eluting stent. No patient complications were reported.